Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 47 mg/dl. Customer consumed carbohydrates to address bg level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.